Event description:
Emergent central line placement. A sealed arrow pre-packaged cvc kit was opened and the kit was missing the blue clip #12. Another sealed kit was opened in order to obtain the missing part and complete the line placement. No harm to patient.